Manufacturer narrative:
CAPA (B)(4). Pt notes, medical history, device details, explant, x-rays to be requested so incident can be investigated. Device history records to e reviewed.

Event description:
Rtk impactor instrument, screw loose and fell into wound. Further surgery was required to remove screw.